Event description:
It was reported that during a bariatric procedure, the load did not fire the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The analysis results found that the 6r45b reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Additional information: on what tissue type was the device used? At what location on the tissue? It was used in a bariatric surgery. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? The sales rep does not have this information. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? The sales rep does not have this information. Was buttressing material utilized? If so, which product? The sales rep does not have this information. Was the instrument fired across or near an existing staple line or clip? The sales rep does not have this information. Were any unexpected noises heard? If so, when? The sales rep does not have this information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The sales rep does not have this information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The sales rep does not have this information. Was there any difficulty removing the device from the tissue? The sales rep does not have this information. Is there any other additional information you would like to share about this device or procedure? The sales rep was not present during the event and the surgeon and the nurses do not remember the details asked above.